Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this left ventricular (lv) lead had infection and sepsis. Also, a lv thrombvus was observed. Additional information was received indicating that the plan for the patient was life long antibiotic suppression and there was no planned extraction as this time. To date, this lv lead remains in service. No adverse patient effects were reported.